Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a slight bent cannula and did not receive any insulin through them at all due to which she experienced high blood glucose level exceeding 500 mg/dl. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized. Her highest blood glucose level of the patient was above 700 mg/dl. She had high ketone level which her healthcare professional did not assessed as dangerous or life threatening. Moreover, the infusion had been used for three days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.